Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: igtcfs-65-2-uni-celect. Expiration date: unknown as lot# is unknown. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: two imaging of angiography monitor provided. Celect filter imaged during a cavagram. The filter is tilted apex left with the hook buried in the left lateral caval wall, causing the difficult retrieval issues. The right lateral primary leg has perforated the ivc. The left lateral leg is still within or just tents the ivc. One secondary leg is fractured and displaced over the superior third and above the filter. Which end is the fractured end cannot be determined. The other seven secondary filter legs are normal. Unknown if the patient had any pain caused by fractured filter or if patient underwent any kind of procedures/surgery during implant period. Imaging confirms that filter is tilted and one primary filter leg perforates ivc and one secondary filter leg is fractured. The exact root cause for the filter fracture cannot be determined based on the limited information provided, but nothing indicates the device was not manufactured according to specification. Based on the above, the exact root cause for what caused the filter tilt, filter perforation and fracture cannot be determined. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: due to severe tilt and migration of filter the filter was unretrievable; surgeon decided to leave it in permanently. One secondary strutt also seems to be fractured and out of position which is of a concern. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.